Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-07561 / 1825034-2016-04129).

Event description:
Patient underwent a left knee revision procedure approximately 13 years post implantation due to instability. The tibial bearing and locking bar were removed and replaced.